Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 251-253 mg/dl. Ultimately, the pump began to charge while using the same cable and adapter. Customer continued t use the pump insulin therapy.